Event description:
The complainant reported that during an angiography procedure, the stopcock rotator broke at around 30 atm. No harm or injury to the patient or clinicians was reported.

Manufacturer narrative:
Evaluation: conclusions: other, a follow-up report will be submitted when the device evaluation has been completed.